Event description:
The patient reported he was taken to the hospital by ambulance on (B)(6) 2025 because he was unable to activate the pod as it did not double beep after filling. The patient's blood glucose levels rose to 600 mg/dl, leading to diabetic ketoacidosis (dka). During this time, he experienced symptoms such as frequent urination, vomiting, dehydration, and excessive thirst. Treatment included intravenous (IV) fluids and insulin. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: unspecified.